Event description:
It was reported that the patient had syncope and it was noted there was possible oversensing on the right ventricular (rv) channel from the epicardial rv lead. Intermittent loss of bi-ventricular pacing following a p-wave was also observed. The patient was scheduled to come to the clinic, however, the clinic will reschedule a follow-up with the patient. No further patient complications have been reported as a result of this event.